Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint due to faulty ccd unit. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image appeared because the image was not transmitted to the processor due to the camera head damage. Since no defects were confirmed in the shipping record on the subject device, the damage of the camera head was presumed to be caused by the user¿s handling. The following is stated in the instructions for use which can prevent the event: "do not subject the camera head to shocks. It may be damaged." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. No patient involvement or injury was reported. No additional information has been obtained.